Event description:
It was reported that there was moisture beneath the display. The reported blood glucose reading was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.